Manufacturer narrative:
Conclusion: no in situ measurements have been received, and the explanted device is not available for investigation. However, no device failure is reported, which is as expected given that this device was explanted 15 years after implantation due to skin inflammation and device extrusion with infection. Considering that device sterilization records are within specifications and the onset time for this infection, a device-related infection is unlikely. However, device contribution to the severity of this infection cannot be excluded. This is a final report.

Event description:
The recipient has been re-implanted due to a reaction of the skin.

Event description:
The recipient has been re-implanted due to a reaction to the skin.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.